Event description:
It was reported there was intermittent capture, low impedance, <100 ohms, and an apparent fracture. The lead was explanted and replaced. No patient complications have been reported as a result of this event. It was also reported the patient had received an electrical shock from a compressor six months prior to this, and the relevance of this is unknown.